Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID 3986, serial# (B)(4), implanted: (B)(6) 1997, product type: lead. Product ID 7496-66, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. (B)(4).

Event description:
Hold adam 7/8it was reported that the patient claimed that the stimulator was not working. The reporter did not know when or why the implantable neurostimulator (ins) stopped working but it was based on the understanding that it had not been working for at least a year.